Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported capsular contracture baker grade iii and pain. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, b5, b6, d1, d2a, d2b, d3, d4, g1, g2, g4, h4, h6.

Event description:
Patient reported capsular contracture baker grade iii and pain. Healthcare professional then reported "thick-content cyst in the retroareolar region of the left breast measuring approximately 0.93 cm.", "skin thickening and blurring of the adjacent fatty tissues are also observed, which may correspond to a local inflammatory/infectious process." And "cyst with thickened contents in the left breast.". Patient received antibiotic and cephalexi as treatment. This record is for the left side. Device remains implanted.